Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial/lot #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient's device was causing tenderness and some significant burning and tingling sensation near the surgical site over the ipg, and the patient was having discomfort/tenderness in her lumbar spine with the use of the device. The patient will undergo an explant procedure.

Event description:
A report was received that the patient's device was causing tenderness and some significant burning and tingling sensation near the surgical site over the ipg, and the patient was having discomfort/tenderness in her lumbar spine with the use of the device. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that a deep pain cream was prescribed to treat the tenderness/discomfort at the ipg site and in the lumbar spine. Furthermore, tenderness/discomfort at the ipg site and in the lumbar spine were not caused by the device. The patient underwent an explant procedure. The explanted devices were not returned to bsn they were discarded by the medical facility.